Event description:
During the index procedure, two endeavor rapid exchange (rx) drug-eluting stents were implanted in the distal lcx. The second stent was implanted to treat a dissection which occurred after the first stent was implanted. It was reported that approximately 3 years and 7 months post the index procedure, the patient was re-hospitalized due to stroke. Ultra sound doppler showed occluded internal carotid artery. Computerised tomography showed area of low attenuation suggesting left middle cerebral artery infarct. Medical treatment was provided. Investigator reported that the event was not related to the study stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/ stroke).